Event description:
It was reported, hcp indicated having difficulty accessing center port. The hcp indicated he was not present when they had tried accessing center port and did not know what the issue was, but noted they are in need of another refill kit. The pt was at the facility and was in need of a refill. At the time of this report, no further details were reported. Add'l info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).